Manufacturer narrative:
The investigation into the reported purge system blocked alarm was completed. The pump was returned for evaluation. Functional testing of the pump indicated that it had not completed the case start. The case start was completed successfully in the lab and the pump functioned without issue. Upon conclusion of the investigation, it was discussed that a kink in the purge line could result in the reported purge blockage; however, a definitive cause for the failure could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 61-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced "purge system blocked" alarms after priming the pump. The purge cassette was changed without resolution. The pump was subsequently replaced. There were no reports of harm to the patient.